Event description:
Customer alleged received false negative results on three pts. Customer was able to provide info for one pt. Customer reported the pt had an ultrasound that showed she was 11-12 weeks pregnant. Customer reports they do not run external liquid controls.

Manufacturer narrative:
Retain testing was performed. Lot number: hcg1120076; expiration date: 10/2013, control lot: 20miu/ml hcg urine lot: hcg120130-01; 230.2iu/ml hcg urine lot: hcg120917-01; 229.9iu/ml hcg urine lot: hcg120903-01; 210.6iu/ml hcg urine lot: hcg120910-02. Six clinical positive urine sample from pregnant women summary of results: the retention devices meet qc specification, detail as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time, (n=15). Clearly positive results were observed when tested with 230.2iu/ml hcg urine control at 3 minutes read time, (n=3). Clearly positive results were observed when tested with 229.9iu/ml hcg urine control at 3 minutes read time, (n=3). Clearly positive results were observed when tested with 210.6iu/ml hcg urine control at 3 minutes read time, (n=3). Clearly positive results were observed when tested with 6 clinical urine sample from pregnant women at 3 minutes read time, (n=1 for each sample). From retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Customer complaint was not replicated in-house with retention devices. Retention devices were tested with hcg urine controls at cut off and 3 different high levels as well as 6 clinical positive urine samples. All results met qc spec. No false negatives were observed. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without pt specimen in-house analysis. To date, 1 complaint has been reported against this lot. This issue will be tracked and trended. No corrective action at this time as no product deficiency was established.